Event description:
It was reported that during implant of the lead, defibrillation threshold testing was unsuccessful. The lead was capped. The lead was successfully repostioned 9 days later and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.